Event description:
It was reported that the ipg became unable to communicate with external devices. Troubleshooting was able to successfully recover ipg and resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.